Manufacturer narrative:
Reported event: during cuts, we went to switch the blade from angled to straight saw attachment. The button would depress slightly to tighten the blade but we were unable to get the tool to fully seat and tighten the blade onto it to continue our cuts. We had to flash our first cases saw attachment. Tka case delayed for 30 minutes. Device evaluation and results: functional inspection shows that the knob turns but there is no resulting motion form the blade clamp. Visual inspection shows that the cam pin which connects the locking knob to ratcheting housing to open and close the blade clamp is broken. See attached picture. The inspection also shows wear marks on the knob from where the knob wrench makes contact. This failure is consistent with excessive force applied to the knob by the wrench. Product history review a review of device history records shows that on 05/31/17 50 devices were inspected and 3 devices were placed on: qt17-06-0030. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 212186, lot number 3501513 / 35010517 shows no additional complaints related to the failure in this investigation. Tracking of complaints related to the 212186 part number will be tracked through trend request # (B)(4). Conclusions: the issue occurred during a case and caused a 30 minute delay. There was no further harm and the case was completed successfully. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During cuts, we went to switch the blade from angled to straight saw attachment. The button would depress slightly to tighten the blade but we were unable to get the tool to fully seat and tighten the blade onto it to continue our cuts. We had to flash our first cases saw attachment. Tka case delayed for 30 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During cuts, we went to switch the blade from angled to straight saw attachment. The button would depress slightly to tighten the blade but we were unable to get the tool to fully seat and tighten the blade onto it to continue our cuts. We had to flash our first cases saw attachment. Tka case delayed for 30 minutes.